Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply voltage was adjusted, the generator filament was recalibrated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an intermittent generator error message and required a reboot to clear the error message. There is no report of pt injury.